Event description:
While ventilating a patient, the ventilator alarmed, started making a popping noise and began vibrating. Tidal volume was set to approximately 10cc, but the readings observed were as high as 60 on one or more occassion. The patient was ventilated with an alternate device and then placed on another ventilator. It was reported that there was no patient injury.